Event description:
It was reported via the maude database that, during a knee procedure, an extravasation event occurred. Midway through the procedure, the surgeon noticed the pump was pumping very fast and was audible. There was no suction being performed or fluid coming out of the portals. There was a fairly sudden fluid extravasation into the left thigh region. The event date was 2007. Follow-up with the reporter provided information that the patient was discharged two days later, for what was to be a same day procedure. The patient experienced post-op pain beyond what was usual for the procedure. No patient injury stated. At the time of this event, the facility had two of the devices in question (manufactured 02/2007) and (manufactured 03/2007). The customer could not confirm which serial number was involved in the event. No further patient information was provided at the time of this report or made available in follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but the customer stated they no longer had the pump and were unaware of its location. Follow-up with the sales representative provided information that the facility contacted him around the time of the event and reported they were having trouble with pump set-up. He went to the facility and provided an in-service for them. The pump used during the in-service worked fine at that time. The rep became aware of the extravasation event several months later, but the facility's pump had since been exchanged and the serial number could not be tracked or confirmed. No information was available regarding the tubing used at the time of the event. The complainant's event could not be verified and a conclusion could not be determined from the information available. Device history record review for both serial numbers revealed nothing relevant to this event. This is the first complaint for either part/serial number combination. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if the instructions for use are not followed. As this patient's knee was reported as being in poor condition pre-operatively, the joint capsule may have already been compromised from prior trauma. Incorrect pressure settings and inter-operative compromising of the joint capsule could also lead to such an event.